Event description:
The customer reported that a cytarabine infusion was hung, and at the start of the infusion a leak (5-10ml total) was detected in the tubing just below the drip chamber. It was noted that the dripping increased as the infusion rate increased. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.